Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on december 18, 2018.